Manufacturer narrative:
A hip fracture is a break in the upper quarter of the femur (thigh) bone. The extent of the break depends on the forces that are involved. The extent of the break depends on the forces that are involved. Treatment for hip fractures usually involves a combination of surgery, rehabilitation and medication. The type of surgery used is primarily based on the bones and soft tissues affected or on the level of the fracture. As treatment was required to preclude a permanent impairment of a body function or permanent damage to a body structure, this injury meets the FDA definition of a serious injury. The patient is a (B)(6) female weighing (B)(6) and was placed on a total care bariatric bed, per the nurse manager at the account, the nurse stated the bed exit alarm was never set and the patient was placed on the wrong type of bed. Hillrom¿s field service technician thoroughly inspected the bed exit alarm and side rails and found no malfunction. The bed was functioning as designed. The instructions for use indicate that the patient weight minimum for the total care bariatric bed is 200 pounds. Therefore, this injury is being reported as a serious injury with a use error. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating a patient was re-positioning herself in the bed when she "launched herself over the siderail onto the floor." The patient sustained a fractured right hip. The fracture was treated surgically by placing a pin just above her hip bone. The fracture is healing properly. The bed was located at the account at the time of the incident. This report was filed in our complaint handling system as complaint (B)(4).